Event description:
It was reported that the bd syringe 50ml ll had visible silicone. The following information was provided by the initial reporter: before use it was reported that during the production of cytostatics this week, we noticed that there was a lot of lubricant in two 50ml bd luer-lok syringes. (See photo)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. The silicone was noted to be within specification. It was reported there was a lot of lubricant in two 50ml bd luer-lok syringes. To support our investigation, two photos along with one physical sample was provided to our quality team for evaluation. Upon visual inspection of both the photos and returned product, evidence of silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2505113 confirmed that all values were within established limits. The returned sample underwent the same testing and confirmed the silicone was within the required limits. A comprehensive device history review was completed for reported lot 2505113. No deviations or nonconformances were identified during manufacturing that could have contributed to the reported observation. Multiple visual and functional inspections are performed throughout production, and no issues related to this condition were detected. The syringes are individually packaged and sterilized using ethylene oxide (eto), this process does not alter silicone appearance or cause silicone to pool within the barrel. Based on the sample evaluation and device history review, bd did not observe any manufacturing issue with the product or lot reported. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
As per the investigation findings, silicone content testing was performed, the values were found to be within specification and deemed compliant.